Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event typically caused by excessive bending forces applied to the device during use. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that metal particles have been found in the patient's shoulder during a rotator cuff surgery. Particles could not be retrieved from the patient's body. The surgery was completed successfully.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was returned for evaluation. Complaint confirmed. The evaluation revealed scuff marks on inner hub and metal gouging on the outer diameter of inner tube and inner diameter of the outer tube by the distal end of the device. Complainant's event typically caused by excessive bending forces applied to the device during use. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that metal particles have been found in the patient's shoulder during a rotator cuff surgery. Particles could not be retrieved from the patient's body. The surgery was completed successfully.